Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue ip custom room rack and found that mna decoder required a reboot. The technician rebooted the mna decoder component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hexavue ip custom room rack was flickering. No report of injury.